Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was unknown. It was unknown if the issue was resolved. Rep was not aware of the removal at the time of explant so device will not be returned and was discarded.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on revision (B)(6) 2024, the patient had a revision, and on (B)(6), she went to the pcp and received antibiotics and did not see a difference in symptoms. (B)(6) went to an appointment at (B)(6) due to symptoms and confirmed staph infection, and. And the device was explanted on  (B)(6) after being seen in the office by dr. However, the patient was hospitalized after the explant on (B)(6) 2024 due to feeling sick after receiving IV antibiotics for 3 days. Discharged on (B)(6) 2024. But was still sick on (B)(6) 2024 and placed on antibiotics again. Reported 4-23-24 reporting incision site pain and experiencing shortness of breathe, chest pain and ongoing headache.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.